Event description:
Reported incident - exprt locking bolt shown on 3-month post operative x-ray as out of position, indicating loosening.

Manufacturer narrative:
The reason for this complaint was to report an exprt bolt was showing proud on a 1-month follow up x-ray. The patient was asymptomatic. No additional information is available at this time. Surgery records were reviewed for the date range indicated. All surgeries conducted in time range identified used a 495-00-065 exprt revision hip, standard offset proximal body, 65mm, so it was identified as the primary component. Original date of surgery is unknown. There has been no notification of intent to revise the patient. Device history record review was not conducted as the specific part/lot was not identified for this issue. 3 previous complaints have been received for this issue. The reported issue indicates a product issue that could lead to increased patient risk. Corrective action (ca), ca-01196, was initiated 21 mar 2018 to investigate and correct this reported issue. Root cause/containment: hhe-2018-00002, health hazard evaluation (hhe), was completed to assess patient risk, root cause and containment requirements.